Event description:
The tack endovascular system (tes) was used in a peripheral procedure. During use, the tes was able to advance well and tacks were deployed successfully. However, during removal, the tes got stuck halfway out, and had to pull the tes and guidewire as a unit. A new guide wire was inserted to complete the procedure. No patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
Block a: the patient's dob or age at time of event, sex, gender, weight, ethnicity, and race are unknown. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. Block d4/h4: the lot number was not provided, thus the following information are unknown: expiration date and manufacture date. Block h3: the tes catheter was returned intact to an 0.014" non-philips guidewire. The catheter was returned in a fully engaged position where the inner core pusher shaft was completely inserted into the outer sheath with all tacks deployed (none returned). Visual inspection of the catheter found a bent (approx. 45-degree angle) stainless-steel pusher shaft. The guidewire was able to be removed from the catheter, and a kink was noted on the guidewire with missing coating observed in multiple areas. The removal of the guidewire destroyed the catheter, thus unable to test with a laboratory 0.014" guidewire. During functional testing, the pin and pull mechanism still functioned, with increased resistance as the inner core was retracted from the outer sheath. Block h6: a probable root cause may be due to the damaged observed on the non-philips guidewire; however, the cause could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.